Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges patient had pain, discomfort and burning sensation in hip after asr hip implant. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening, pain and elevated metal ion levels. Update: (B)(6) 2013 - clinical report indicates the patient also had metallosis. No new information that would change the existing MDR decision. Update: medical records received 06/14/13. Revision indicates the following: patient had worsening symptoms of subluxation; metal ion levels had been slowly rising; synovial fluid which was slightly cloudy; the cup was not very well ingrown; minimal corrosion of the trunnion; mild metallosis.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.